Manufacturer narrative:
Product ID: 3387s-40, lot# va1ae2f, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va1ae2f, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va1ae2f, ubd: (B)(6) 2019, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: va1ae2f, ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. The patient was diagnosed with urinary tract infection (uti) during follow-up visit after presenting with uti symptoms. The etiology was stated to be not related to device/therapy and possibly related to implant procedure. It was believed the uti was possibly from urinary catheter inserted for surgery. The patient was treated with antibiotics (bactrim) and the event resolved without sequelae on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated there was no history of uti.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.